Event description:
Livanova deutschland received a report that essenz hlm displayed alarm cu defective error on cockpit. There was no patient involvement.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz hlm. The incident occurred in UK. Reportedly, the event was due to a faulty backup control panel. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.